Event description:
After firing and the blade couldn't return successfully, and it was stuck. The surgeon tried the reverse button, but the blade still stuck. They tried many times and finally succeeded. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # 984a64. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with the joint cover damaged, the jaws, and the closure trigger in the closed position. Also, the knife was noted as partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected, with a gst60g reload loaded on the device. The reload was received partially fired 1/3 with some b-formed staples on the reload deck. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the knife reverse button performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The condition noted on the reload is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 984a64, and no non-conformances were identified.